Event description:
User alleges that after spiking the second bag of ffp the tubing came off of the spike and ffp leaked on the nurse and onto the floor.

Manufacturer narrative:
Eval - other: our lab analysis confirmed that the spike was missing from the tubing and it appeared that it was due to insufficient bond. Report has been forward to our current MFR for add'l investigation.